Event description:
Customer reported, the bottom of the drip chamber disconnected from the tubing after a mini bag was spiked. It is not known if the set was in use on a patient. No additional information was available.

Manufacturer narrative:
(B)(4). Product evaluated and customer's experience of tubing separated was confirmed. The separation occurred from the tubing to the drip chamber outlet. The cause of the separation was due to insufficient solvent applied during the manufacturing process. Review of the manufacturing database for a year period (one year prior to the notification date), for the involved model number, tubing and drip chamber part numbers, did not identify any quality issues for the reported failure mode during production build.